Event description:
It was reported the pt lost stimulation. X-rays revealed the lead had migrated out of the epidural space. The physician explanted and replaced the lead on (B)(6) 2013. The explanted device will not be returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.